Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "alarm, purge failure" is confirmed. The release spring was found stuck inside the vent valve v1 during the investigation, and as a result, the vent valve was not able to trigger. The root cause of why the stuck release spring became stuck inside the pcs assembly is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. The complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported via a field service report (B)(4) that "purge failure" alarmed at the start of pumping. Pump was swapped and patient was not harmed. The field service engineer replaced the pneumatic control system assembly. Performed functional checklist. The intra-aortic balloon pump performed to specification.

Manufacturer narrative:
(B)(4).

Event description:
It was reported via a field service report l700307 that "purge failure" alarmed at the start of pumping. Pump was swapped and patient was not harmed. The field service engineer replaced the pneumatic control system assembly. Performed functional checklist. The intra-aortic balloon pump performed to specification.